Event description:
Caller reported a discrepant high troponin (tni) result on the triage cardiac panel. An (B)(6) male went to the emergency department (ed) with unknown initial condition. Caller stated that physician proceeded with testing on the triage cardiac panel due to the patient's presentation. No laboratory confirmation was performed. Patient is still in ed and customer states that patient will most likely be under observation and further serial draws will be taken. It is unknown if any invasive procedures were performed. No other patient information was provided. No samples were available for investigation.

Manufacturer narrative:
Investigation pending.